Event description:
It has been reported that the bd vacationer® lithium heparin 75 usp units blood collection tube has been found experiencing 70 occurrences of label lift off before use. The following has been provided by the initial reporter: tube label lifting. A new batch of shipment for the bd item 367884 lithium heparin tube 4ml was being observed by the qa inspector of metro drug (distributor) during the secondary repackaging activity (redressing) done in their warehouse.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lithium heparin 75 usp units blood collection tube has been found experiencing 70 occurrences of label lift off before use. The following has been provided by the initial reporter: tube label lifting. A new batch of shipment for the bd item 367884 lithium heparin tube 4ml was being observed by the qa inspector of metrodrug (distributor) during the secondary repackaging activity (redressing) done in their warehouse.